Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for a low pacing impedance measurement. It was further reported that the right ventricular (rv) lead and left ventricular (lv) lead triggered alerts for high pacing impedance measurements. The leads remain in use. No patient complications have been reported as a result of this event.